Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing impedances and thresholds in 2014. The values rose, but were not out of range. The ra lead was programmed to unipolar which resolved the observations at that time. However, the physician elected to surgically abandoned the ra lead at the device change out. A new ra lead was successfully implanted. No additional adverse patient effects were reported.